Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, sepsis and subsequently passed away due to sepsis and cardiac failure coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by unspecified pain and on the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated for the peritonitis with unknown antibiotic (dose, frequency, and route not reported). On an unknown date during hospitalization, the patient¿s pd catheter was removed. Twenty two days after being admitted to the hospital, the patient started hemodialysis (hd) therapy. On unknown dates during hospitalization, the patient developed other infections and subsequently sepsis. The sepsis was manifested by a drop in blood pressure (unspecified). One week after the patient started hd treatment, the patient was transferred to the intensive care unit where he passed away the following day. The cause of death was reported to be due to sepsis and cardiac failure. The patient did not recover from the peritonitis event prior to death. It was not reported whether an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.